Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation a definitive root cause could not be determined. However it is likely that coating on insertion tube peeled off was caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4. Inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera elite bronchovideoscope had coating of the image guide snake pipe peeled off. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.